Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 216 mg/dl at the time of incident. The current blood glucose level is 194 mg/dl. Customer¿s other blood glucose level was 400 mg/dl, 200 mg/dl, 273 mg/dl, 120 mg/dl, 329 mg/dl. Customer treated with 1 unit of insulin via manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer states that the infusion set had bent cannula. The insulin pump will not be returned for analysis.